Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Dimensional analysis found the device within specification. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - ni . This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04108 / 04109).

Event description:
It was reported that during a hip procedure the femoral stem did not fit as expected after rasping. The surgeon rasped to a larger size and another stem was attempted, but it also did not fit as expected. A third stem fit as expected and was used to complete the procedure.